Event description:
Consumer reported experiencing an allergic reaction after using floss. Consumer experienced itching gums, difficulty breathing and hives over body. Consumer self administered benadryl and used an inhaler. Consumer recovered with no symptoms by the end of the day.